Event description:
It was reported that a spectrum infusion pump over infused during therapy. The reporter did not provide the medication being infused, rate parameters, or any clinical set up information. The involved patient passed away on an unreported date. The cause of death or if an autopsy was performed was not reported. Repeated attempts were made to the contact number provided however no further details were able to be obtained regarding the event. When attempting to leave a voice message a voice recording would play that seems to echo the saul goodman character from "breaking bad" and "better call saul", and then immediately disconnected with no option to leave a voice message for a return call. No further information is available.

Manufacturer narrative:
The device was not returned and the reporter was unable to be reached to clarify if the device would be returned for investigation; therefore, a device analysis could not be completed. A service history review revealed the device was last serviced 2/19/2016. There is no indication that the parts replaced during prior servicing caused or contributed to the reported event, nor would this indicate nonconforming product. It is unknown if there has been any 3rd party repair performed on this device. The last known facility to have owned this pump indicated to baxter that the pump is documented as having preventive maintenance performed in 2017 and since 2018 they have not been able to locate the pump and it is retired in their system. Should additional relevant information become available, a supplemental report will be submitted.